Manufacturer narrative:
Based on the provided information, the cause of the intra-operative complication leading to the patient's death could not be determined. The surgeon stated that there were no malfunctions of the da vinci systems, instruments or accessories. Review of the instrument logs found that the endoscope and all of the multi-use instruments used in the procedure have been used in subsequent procedures, except for one of the medium-large clip applier instruments. A site history review shows no complaints filed against any of the instruments or the endoscope. Advanced system log review found that no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, the device history record (DHR) review did not identify any non-conformances related to this event. Review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report was undergoing a liver resection when they had a catastrophic event. According to the information supplied in the summary of events, the cholecystectomy had already been completed. They were now beginning the liver resection and had dissected out some portal structures including the hepatic artery and portal vein when the patient¿s blood pressure unexpectedly dropped and the patient coded. No allegation has been made about any intuitive surgical instruments or system when this event occurred. Potential causes for such a rapid deterioration include, but are not limited to, cardiac ischemia, air embolus, and pulmonary embolus. The patient had a cardiac history including a stent placement making cardiac ischemia, such as a myocardial infarction, a distinct possibility. However, an autopsy was never performed so the exact cause remains unknown. Due to the unknown cause, insufficient information exists to determine if any intuitive surgical products or instruments contributed to this event. Section a2: the patient was reported to be in their 70's, exact age not provided. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted liver resection with cholecystectomy procedure, the patient expired. The event occurred about 3 hours into the procedure, just after the cholecystectomy portion was completed. At the time, the surgeon had circumvented the portal vein and had started dissecting the hepatic artery. The anesthesiologist then asked if they had gotten to any vessels, however, the stapler had not yet been fired, and no major vessels had been transected; thus, the drop in blood pressure did not involve blood loss. They dropped the insufflation, but the patient rapidly declined. Within 60 seconds, the patient coded. The da vinci system was immediately undocked, and they went through the typical code progression, including chest compressions, code drugs, and a transesophageal echo to look for a thrombus in the heart. Chest compressions were administered for 30-40 minutes, before the patient was pronounced deceased. No autopsy was performed, and an official cause of death was unknown. Per the surgeon, the candidate causes were an air embolism, a pulmonary embolism, or an acute myocardial infarction (mi). An air embolism was unlikely, as no major vessels had yet been transected, and therefore, there had not yet been an opportunity to introduce air. A pulmonary embolism was possible, as was an mi. The patient was morbidly obese and in their 70s, with a history of coronary artery disease and a prior stent placement. A stress test in the recent past was negative, and standard pre-operative tests were satisfactory. Per the surgeon, the patient's death was not related to the use of the da vinci system, nor to any da vinci instruments or devices. The surgeon confirmed that no malfunctions of any da vinci device occurred. Prior to this event, the procedure was progressing well.